Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) delivered anti-tachycardia pacing (atp) and multiple shocks due to atrial fibrillation (af) with rapid ventricular response (rvr), and the electrograms (egms) were sent to the cardiologist for further evaluation. Stored auto-threshold tests for all channels were successful, and the device appeared to be operating as programmed. This crt-d remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
The local area field representative was contacted for additional information regarding event cause and resolution. At this time, no further information is available. Should additional information become available this report will be updated. This product investigation is still in progress. This report will be updated when product investigation is complete.